Event description:
A report was received that patient's ipg is displaying an error code. Bsn representative attempted to clear the error code with no success. The physician replaced patient's ipg and the patient is reportedly doing well.

Event description:
A report was received that patient's ipg is displaying an error code. Bsn representative attempted to clear the error code with no success. The physician replaced patient's ipg and the patient is reportedly doing well.

Manufacturer narrative:
Correction numbers: z-0960-2008, z-0961-2008.

Manufacturer narrative:
Device evaluation indicated that the ipg passed visual and performance tests performed. When received in, the device displayed an error code on remote control. The error was cleared and the device passed all subsequent testing. The error code did not reappear until re-attempting the firmware upgrade that was first tried unsuccessfully in the field. The microcontroller was reflashed and the firmware upgrade was successful. Device was monitored for several days, and the error code did not reappear. The root cause of the error code is unknown